Event description:
It was reported that during a low anterior resection, the first half of the distal staple line was not formed, causing a leak in the bowel. Had to transanally repair the rectum, "which approximately one hour to the case. There was no consequence to the patient."